Event description:
It was reported that during the implant procedure, the patient did not feel any stimulation sensation when the lead was connected to the multi-lead trialing cable (mltc). Impedances were tested and found to be high, between 9000-10000 ohms. The mltc was replaced but the issue remained. A new lead was used and the problem was resolved. The patient was not injured and is receiving effective therapy. The surgery was delayed for five minutes, which did not affect the patient. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Product ID: 355531, lot# 0208740833, product type: screening. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.